Manufacturer narrative:
E1 - address 1: (B)(6) hospital. E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, color imbalance (green), poor image quality, component failure of the distal end of the video telescope and component failure of the charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction poor connection, image not displaying was not identified as no device problem identified, the most probable root cause of the malfunction light guide bundle was chipped was due to component failure of the distal end of the video telescope, most probable root cause of the malfunction color imbalance (green), poor image quality was due to component failure of the charged coupled device and the most probable root cause of the malfunction component failure of the distal end of the video telescope and component failure of the charged coupled device was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had poor connection and no image display. The issue had occurred during inspection for use. There were no reports of patient harm.